Event description:
It was reported to philips that a geometry issue occurred causing the device to be rebooted multiple times. The device was in clinical use at the time of the event. There was no harm reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed there was a malfunction in the geometrical movement. Upon some functional test the fse confirmed that the issue was with the longitudinal drive motor that causing the device to be rebooted multiple times. The fse replaced the drive motor. After replaced the drive motor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information that for longitudinal motorized movement issue there is a malfunction of geometrical movement, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.